Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: level a investigation complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: unable to perform complaint lot history check due to an unknown lot number for needle leakage & difficult/unable to operate. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Unable to perform a DHR review due to an unknown lot number. Investigation conclusion: as no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It has been reported that the unspecified bd¿ pen needle has been found experiencing leakage and inability to deliver medication during use. The following has been provided by the initial reporter: material no: unknown batch no: unknown. It was reported that once again, the customer experienced leaking after the injections and she did not feel she was getting her full dose. Verbatim: the patient received teriparatide (rdna origin) injections (forteo) via a pre-filled pen. Dosage regimen and route of administration were not reported. Teriparatide was started in (B)(6) 2018 for osteoporosis. Reportedly, she had an issue with the forteo pens. It was mentioned that the latest three pens that had been used by (B)(6) 2019 had drops coming out of the device. By (B)(6) 2019, another forteo pen was giving problems to her. Once again, she experienced leaking after the injections and she did not feel she was getting her full dose. She pinched her skin after injections and confirmed that the needle leaked several drops. She was using bd nano fine 32 gauge needles. Moreover, she was told by her doctor that her bone health was not improving and it had been verified with a bone density test. Corrective treatment information, teriparatide treatment status and outcome of the events were not reported. The operator of the first suspect forteo pen was a pharmacist who was the son of the patient and his training status was not reported. The user of the second suspect forteo pen was the patient her training status was not reported. The general forteo pen model duration of use was of approximately one year and six months while the first and second suspect forteo pens duration of use was unknown. The reporting consumer assessed the event of product dose omission as not related to teriparatide, but related to the first suspect forteo pen. The reporting patient assessed the event of incorrect dose administered as not related to teriparatide, but related to the second suspect forteo pen. Patient complained of leaking after injections and did not feel she was getting her full dose; no ae [incorrect dose administered]. Patient did not administer 3-4 doses of forteo due to device issue; no ae [product dose omission]. Complaint 3 of 3.